Manufacturer narrative:
Engineering department found that the instrument is worn, it was used for a long period of uses causing the edges of instrument to be worn out. It was concluded as misuse in accordance with ifu234cdst rev 'g' the instruments should be replaced after one year. (Device produces on apr-2017) instruments provided non-sterile in accordance with ifu234cdst rev 'g' product supplied non sterile, the end user should inspect the instruments before use for integrity and compatibility in order to ensure proper functionality and safety.

Event description:
The internal drill was affected by the drill above and metal abrasion occurred. The surgery was successfully completed with the affected items. The metal abrasion was able to be removed from the patient. Surgical delay of 15min. Not longer.